Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging the meter was ¿not changing from airplane to bluetooth mode.¿ the issue was not resolved with troubleshooting. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.